Event description:
It is reported that upon opening the sterile container, the bag in which the stem was contained was ripped and had a black residue. There were also remnants of styrofoam on the trunion of the neck.

Manufacturer narrative:
This report will be amended when our investigation is complete.